Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the pump was powered on to a dim display with a red hue.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged the screen was unreadable. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.